Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) had an unexpected decrease in the longevity. The ICD remains in use. No patient complications have been reported as a result of this event.